Event description:
Treatment of an aneurysm. During the procedure, it was reported that the implant coil prematurely detached and an sab (solitaire ab) stent was used to pin the detached implant coil against the carotid artery.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains in the patient.(B)(4).